Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09090. It was reported that the wire had been sheared off. The patient previously had multiple percutaneous coronary interventions (pci). A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were used for an extremely complex pci. During procedure, the rotawire was able to get down the very tortuous and calcified circumflex artery and was wired through the side of an old stent. The artery made a very sharp turn off the left main artery for greater than 90 degrees. Rotablation was then started in the left main and into the ostial circumflex artery. After approximately 10-12 passes, the burr wouldn't make the turn into the circumflex artery. It was then noticed that approximately 60mm of the rotawire had been sheared off at the turn into the circumflex artery. Since the broken wire fragment could not be retrieved, it was successfully stented against the wall of the circumflex artery using two 2.5mm x 38mm and one 3.5mm x 16mm synergy stents. Prior to stenting the left main artery, a 4.00mm x 15mm nc emerge® was used to optimally expand the artery. However, it would not expand the very calcified lesion. Consequently, a 06/3.50 flextome® cutting balloon® was used. The balloon expanded well and would eventually come out with no issues; however, an old stent, which brand or date of implant were unknown, came back with the balloon up to the 8fr guide catheter due to a non bsc wire that had wired through the side of the stent. Multiple attempts were made to remove the old stent through the guide catheter, but to no avail. A wire was used down the circumflex and a 4.0mm x 20mm synergy stent was placed in the left main artery. An excellent result was attained in the left main and circumflex arteries. However, the old stent was still on the wire and needed to be removed. So, the sheath was sized up to 10fr to remove the old stent through the sheath but failed. After multiple ideas, it was decided to have a vascular surgeon remove the stent through a cut down procedure which was uneventful. The procedure was completed and the patient was totally stable throughout the procedure. The patient was doing fine.